Event description:
On (B)(6)2025, the user reported being hospitalized due to severe hypoglycemia caused by forcing the insulin cartridge into the ilet insulin chamber without first rewinding the piston, resulting in an unintended insulin injection. The user was unable to provide specific dates or treatment details at the time of the call and requested a follow-up. Despite multiple follow-up attempts, no further information was obtained.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.